Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis in good condition. A sensor test was performed and the reported issue of an "air in line " alarm was verified. The cause of the issue is due to faulty air in the sensor. It's recommended to replace the ail sensor to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air-in line" error. It was also reported that the error message would not go away even after the pump was brought back in for retesting and sent out to a new patient. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.